Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of a calcified left common femoral artery using a prostyle after an interventional pseudoaneurysm stroke procedure using a 6f sheath. Reportedly, there was resistance when removing the device. As a result the device separated at the distal guide and foot plate. A cut down was done to remove the device. It was noticed the foot plate did not close despite closing and opening the lever. Once the device was outside the patient, it was confirmed both feet were intact. Hemostasis was achieved via surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Additional information was received: deployment of the prostyle device was attempted. There was resistance encountered prior to needle deployment. Return device analysis noted a posterior foot separation and the foot was not returned. There was also biological matter in the returned device. Per confirmation with the account, the foot separated while the device was being removed from the anatomy, the separated foot piece landed outside the patient anatomy. Additionally, there was minor vessel damage which was treated with surgical suturing. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported guide detachment and foot detachment were confirmed based on the returned device condition. The reported difficulty closing the foot and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, there was resistance when removing the device. As a result, the device separated at the distal guide and foot plate. It should be noted that the prostyle instructions for use (IFU), states: do not advance or withdraw the perclose prostyle device against resistance until the cause of the resistance has been determined. In this case, it was determined through ultrasound that the foot was stuck in subcutaneous tissue and the physician felt comfortable removing the device. Additionally, removal of the device with resistance would not have initially contributed to the reported difficulties. The reported difficulties appear to be related to manipulation and/ or interaction with the patient calcification during insertion. The patient effect of tissue injury is listed in the prostyle IFU as a potential adverse event associated with use of the suture mediated closure devices. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: health effect - clinical code 4582 was removed.